Event description:
In the process of preparing a pt for orthopedic surgery, one of co's anesthesiology residents obtained a pencan spinal needle tray (lot# 60791733) to facilitate the admin of the spinal anesthetic. During the attempt at palcement of the needle, the needle broke and the tipn fragment remained in the pt back tissue. To retrieve the tip fragment, the surgeon made a small incision and succcessfully located and removed the foreign body. Additional info received from the facility indicated that the pt suffered no adverse suquela associated with this incident. The sample will be sent for evaluation.